Event description:
It was reported that the customer woke up sick and throwing up, and immediately she treated with manual injections to control her sickness. It was stated that the customer suffered from the acid being thrown up and was taken to the emergency room. The customer was admitted with dehydration and ketones. It was stated that the customer had a bent cannula. It was stated that the customer was disconnected from the insulin pump at the time due to the no delivery alarms. Troubleshooting was performed. Ran a fixed prime test and passed. It was stated that when a bolus is delivered, the customer is unable to suspend it. It was stated that the mother requested a replacement of the insulin pump. Advised the caller that the customer should revert to back up plan. The customer's recent glucose reading was 230 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.